Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. The patient was injected on (B)(6) 2024 with 0.1 ml of rha 4 in the pyriform space. The injection was done superficially with a needle.  After the injection, on (B)(6) 2024, the patient's nostrils started palpating. The injected area and glabella were mottled and painful. The symptoms were diagnosed as a vascular occlusion. The same day, the patient was treated with hyaluronidase. Two days later, on (B)(6) 2024, the patient received an additional seventeen vials of hyaluronidase, and the next day, on (B)(6) 2024, three more vials with three cycles of hyperbaric oxygen[?]one vial per cycle. On (B)(6) 2024, the patient's situation was improving, and capillary refill was between 2 and 3 seconds.  In addition ti hyaluronidase, the injector prescribed the following medication:  steroid (prednisone),  cephalosporin (keflex), salicylate (aspirin, 325 mg, oral, daily). Despite reminders, no additional information was retreived. Thus, the case was closed as is.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on 06-mar-2024. The patient was injected on (B)(6) 2024 with 0.1 ml of rha 4 in the pyriform space. The injection was done superficially with a needle.  After the injection, on (B)(6) 2024, the patient's nostrils started palpating. The injected area and glabella were mottled and painful. The symptoms were diagnosed as a vascular occlusion. As a treatment, on the same day as injection, on (B)(6) 2024, the injector used hyaluronidase. Two days later, on (B)(6) 2024, the patient received an additional seventeen vials of hyaluronidase, and the next day, on (B)(6) 2024, three more vials with three cycles of hyperbaric oxygen[?]one vial per cycle. On (B)(6) 2024, the patient was improving, and capillary refill was between 2 and 3 seconds.  In addition, the injector prescribed the following medication:  steroid (prednisone),  cephalosporin (keflex),  salicylate (aspirin, 325 mg, oral, daily). Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.